Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a blank display after inserting a new battery. Also state the device just buzzes and it got a little wet. Customer's blood glucose was 200 mg/dl. Customer reported the device was exposed to fluids from a swimming pool. Customer reported she got into the swimming pool and got right back out. The device was vibrating without an alarm or alert and it went blank immediately after it was exposed to fluids. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.